Event description:
Per independent repair center statement, the unit power switch has no alarm. The key failure was power switch defective causing the alarm not to function, power switch replaced. Additional malfunctions were fitting hose was leaking . The fitting hose was replaced.